Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had poor fill or user had poor technique.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 09/20/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test e-2 and 157mg/dl fasting. Reviewed meter memory: (B)(6). Customer states he often gets e-2 and e-3 when attempting to test. Customer has one result in meter memory and that is an "lo." Customer does not know his expected ranges as he has been recently diagnosed. Customer only stated his a1c was a 6.2.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 09/20/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test e-2 and 157mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: lo on (B)(6) 2015. Customer states he often gets e-2 and e-3 when attempting to test. Customer has one result in meter memory and that is an "lo" customer does not know his expected ranges as he has been recently diagnosed. Customer only stated his a1c was a 6.2.